Event description:
The customer reported that the unit would unexpectedly shutdown.

Manufacturer narrative:
The customer reported that the unit would unexpectedly shutdown. A philips field service engineer evaluated the unit and verified the failure. Replacement of the power pca resolved the failure.